Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1269 mg/dl. The caller downloaded the insulin pump, and found that the customer had only checked his blood glucose reading twice since (B)(6) 2012, and had not delivered any boluses with the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.